Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on "(B)(6) 2015, 11:58am". The patient stated that she had obtained alleged inaccurate erratic blood glucose results of "308, 214, 229 and 406 mg/dl" on the subject meter, performed within 20 minutes of each other. The patient manages her diabetes by self-adjusting insulin doses and detailed that on (B)(6) 2015, 12pm she increased her dose of insulin "80mg novolog 70/30" as a result of the alleged issue. The patient reported that 5 minutes after the alleged issue began she developed symptom of a "headache". The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the correct testing steps were used. The test strips were stored correctly, within their expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.